Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient information was unavailable from the site. No parts were received by the manufacturer. Event problem and evaluation: medtronic has requested that a system check-out be completed at the site; further investigation is in process.

Event description:
A medtronic representative reported that when the imaging system was being used during a spinal fusion procedure, the result of a 3d spin had concentric ring artifacts, even with all the retractors removed from the area of interest. The surgeon was able to use the images to continue with the case; a re-spin was not taken. The surgeon completed the procedure with the use of the imaging system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. After the case, fluoro and rad gain calibration were performed but an offset calibration may be needed; further evaluation is in process.